Event description:
Rec'd info regarding a cartridge alarm 6 during the load process. Customer's blood glucose level was not impacted as the pump was being used w/saline. Customer was able to load a new cartridge successfully.

Manufacturer narrative:
No product returned for eval. Should new info become available, a f/u supplemental report will be submitted.